Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b01, c21: the medical device returned for further investigations. Preliminary results are not yet available. The device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2026, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for a patient for the treatment of stenosis in the popliteal artery. In this procedure a 7 fr introducer sheath (unknown manufacturer) and a 0.018" guidewire (unknown manufacturer) were used. During the procedure, when the deployment of the viabahn stent was initiated, the viabahn stent became blocked and entangled in the viabahn delivery system and twisted within the artery when the surgeon attempted to remove it. The surgeon decided to remove the viabahn device, but it ruptured the artery, necessitating a surgical approach (bridge), where a bypass (unknown manufacturer) was implanted. The surgical approach was done via the right scarpa's artery to remove the introducer sheath with the viabahn stent lodged inside, to repair the artery, and continue the surgical procedure. The hospital reported that the patient is doing well and was discharged on the same day. The hospital assessed this event as no medium- or long-term risk, as the procedure was performed as planned.

Manufacturer narrative:
E1: this follow-up medwatch report is being sent to provide the city (B)(6) from the initial reporter.

Manufacturer narrative:
H6 codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3 other; h6 codes b01, c21, d16: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. Evaluation of the returned device indicates evidence that deployment had previously been attempted. Approximately 18.5cm of loose deployment line was exiting the hub and approximately 8cm was exiting the transition. The endoprosthesis was compressed distally, measuring approximately 7.5cm, and the outer zipper was deployed to the turnaround. The device was returned with a guidewire inserted from tip through hub and successful deployment was observed from the knob. Additionally, there were two bent struts observed on the proximal end of the endoprosthesis. The reported failure mode of stent stacked, bunched, compressed, folded, shortened, displaced on shaft is consistent with the findings of a compressed endoprosthesis. The reported failure mode of failure to deploy is not consistent with the findings of a successful deployment from the knob. The root cause of the reported failure mode could not be established within the engineering evaluation. The investigation needs to be completed.

Event description:
The following was reported to gore: on (B)(6) 2026, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for a male patient for the treatment of stenosis in the popliteal artery. In this procedure a 7 fr introducer sheath (terumo) and a 0.018" guidewire (terumo) were used. During the procedure, when the deployment of the viabahn stent was initiated, the viabahn stent became blocked and entangled in the viabahn delivery system and twisted within the artery when the surgeon attempted to remove it. The surgeon decided to remove the viabahn device, but it ruptured the artery, necessitating a surgical approach (bridge), where a bypass (gore) was implanted. The surgical approach was done via the right scarpa's artery to remove the introducer sheath with the viabahn stent lodged inside, to repair the artery, and continue the surgical procedure. The hospital reported that the patient is doing well and was discharged on the same day. The hospital assessed this event as no medium- or long-term risk, as the procedure was performed as planned. The patient was doing well after the procedure. The physician had no suspicion how the event happened and what could have been the cause.